Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for an unknown indication. The event/difficulty occurred in (B)(6) 2018 (specific date not reported). The pump and catheter were explanted on (B)(6) 2018 and would not be replaced in the future. There would be no return, customer refused. The patient had an infection that required complete explant of both catheter and pump. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if an diagnostics/troubleshooting was performed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and unknown (would not be made available (legal/confidential reason)). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient's body rejected the pump about 4-5 weeks after insertion. It was noted that the patient had an allergy to nickel and wondered if the pump contained any. No further complications have been reported as a result of this event.